Event description:
It was reported that an intraocular lens (iol) was explanted from the right eye in a secondary procedure owing to dysphotopsia in the form of halos. The iol was replaced with a new lens. No further information has been provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to our manufacturing site for investigation. The lens was received in a plastic bag labeled as clean. No damages were observed. The lens was also inspected at 10x microscope magnification 10x and no cosmetic defects, such as scratches or depression marks were detected. Small residues of viscoelastic (ovd) were observed on the leading haptic and lens edge. Loose particles were observed on the lens optic body compatible with handling the lens such as during the explant. The sample was observed with characteristics of an acrylic 3-pieces lens. Investigation and evaluation results noted that the condition observed in the lens received was consistent with a lens that had been removed from the patient's eye. The lens was observed clear. There was no evidence to suggest any fault on the lens or manufacturing process. The manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The inspection data for the diopter power process was reviewed and was found within specification. No issues were reported. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4): explant of intraocular lens; dysphotopsia. All pertinent information available to abbott medical optics has been submitted. Placeholder.